Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer's blood glucose level was unknown. The customer reported that the insulin pump had insulin flow block alarm. The customer stated that the alarm was resolved after troubleshooting for insulin flow block alarm and the insulin exited. The customer stated that insulin flow block alert showed up when he reconnected it. The insulin pump will be returned for analysis.